Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was found in the packaging.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 51-107130, tprlc 133 mp type1 pps ho 13.0, lot # 6246511. Reported event is considered confirmed as visual examination showed the device had debris in the packaging. Device history record was reviewed and no discrepancies were found. The likely condition of the products when leaving zimmer biomet were non-conforming. Root cause was due to manufacturing deficiency as the reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.